Event description:
It was reported that the bd nano¿ 2nd gen pen needle clogged during flow check. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported finding needle clogs sometimes when completing the flow check- informed caller of proper placement onto her pen.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle clogged during flow check. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported finding needle clogs sometimes when completing the flow check- informed caller of proper placement onto her pen.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check due to an unknown lot number for needle clog. H3 other text : see h.10.